Event description:
Customer reported that during bypass, blood leaked from the outlet port of the venous reservoir. The reservoir was exchanged. No pt issues were reported as the result of this event.